Event description:
It was reported that a patient died coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if an autopsy was performed. It was unknown if dianeal and extraneal therapies were ongoing up until the time of death and it was unknown if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.